Event description:
Note: the event and procedure dates are unknown. It was reported to boston scientific corporation in 2008 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation procedure (patient gender, age and weight unknown). According to the complainant, after successfully completing the esophageal dilation the physician encountered resistance and had difficulty removing the balloon from the scope. The balloon was not fully deflated. The complainant also stated that the doctor may have pulled the balloon too soon and the black sleeve became loose and almost got stuck in the scope. The physician removed the scope and balloon from the patient as a unit and completed the case. No part of the balloon or scope detached inside of the patient. The balloon was cut from the end of the scope once removed from the patient and an issue with the ro sleeve was noted. There were no patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed by the user facility and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. However, the complaint description states that the physician may have pulled the balloon too soon and clinical follow-up data states that the balloon was not fully deflated prior to catheter withdrawal as per the dfu. Therefore this complaint may be caused by user error. A DHR review was performed on the c.r.e. Balloon dilatation catheter. The DHR gave no indication of the reported complaint.